Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
Reference MFR. Report #1627487-2019-05650. It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Before trouble shooting could be done the ipg became inoperable after an unrelated surgery (reference MFR. Report #1627487-2019-05650). Further intervention will be reported under the related report.